Event description:
Per the clinic, the patient reportedly experienced pain with device use. The patient underwent general anesthesia to perform an integrity test on the device on (B)(6) 2011. The internal magnet was removed at the same time.

Manufacturer narrative:
(B)(4). Implanted device remains.